Manufacturer narrative:
Visual inspection of the returned tibial articular surface provisional (tasp) device confirms that the device has cleanly fractured into two fragments and that all of the pieces have been returned. It was noted that the fracture is proximal to the medial edge of the central post. The device is used for treatment. This particular device is listed in an aggregate tasp scope list associated with corrective actions. This device was manufactured before a design modification and was part of the re-design scope. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The root cause can be said to be a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke in half during surgery.